Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 403 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they got bolus not delivered error. The customer was assisted with troubleshooting. The customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer stated that bolus was delivered successfully. Customer declined to review why he was getting high blood glucose as he already knows that he was able to bolus for a while as he was struggling with the sensor. The insulin pump will not be returned for analysis.